Event description:
It was reported that during a da vinci si procedure, the cable on fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed electrical continuity testing. The yaw pulleys showed no signs of arcing. Failure analysis investigation also found the following damages to the instrument: 48 - the yaw pulley was missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. The distal end of the main tube had various scratch marks with light material removal. The scratches were .064 - .194 in length and were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.